Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook (pch) instrument was analyzed and found to have a broken conductor wire within the monopolar yaw pulley, between the wire crimp on the grip and the silicone potting sealing the wire entrance to the yaw pulley. The instrument failed the electrical continuity test. The wire was fully broken, and the conductor wires were exposed. No signs of thermal damage were observed at the damaged conductor wire. Components adjacent to the broken wire did not show damage. Additional findings unrelated to reported complaint: the instrument was found to have thermal damage on the monopolar yaw pulley at the distal clevis. Material appears to have burnt off from the charring that occurred near the distal clevis. The conductor wire was broken. The instrument failed the electrical continuity test. Components adjacent to the yaw pulley did show thermal damage. The instrument was found to have thermal damage to the distal pulleys near the yaw pulley and conductor wire interface. Material appears to have burnt off from the charring that occurred near the distal pulleys. Thermal damage was a result of the broken conductor wire at the weld. Components adjacent to the distal pulleys show thermal damage. The instrument was found to have thermal damage inside the distal clevis. Components adjacent to the distal clevis show thermal damage. The yaw pulley has thermal damage. Thermal damage was a result of the broken conductor wire at the weld. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the permanent cautery hook (pch) instrument would not conduct electricity for cautery. The procedure was completed with no patient harm.